Manufacturer narrative:
One device was received for evaluation. Visual inspection noted the tamper seal to be missing. Functional testing was able to confirm the reported problem. It was determined that the worn downstream occlusion (dso) sensor was the root cause. The dso sensor was replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device does not recognize the cassette, sensor is defected. The incident was observed during functional testing, there was no patient involvement.